Event description:
User received incorrect sodium and potassium results for one patient sample. Initial sodium result was 85.0 mmol/l, repeat result was 141.7 mmol/l. Initial potassium result was 2.5 mmol/l, repeat result was 4.3 mmol/l. The incorrect result was not reported. The field service rep states the sample probe on the ise sipper tubing was suspected to be the cause. The user replaced the sample probe. The field service rep found there was bad flare on the ise sipper tubing connected to the acrylic block. He replaced the ise sipper tube and flared new tubing joint. He also checked and aligned the sample probe and reagent probes and checked the rinse mechanism and stirrers. Performance tests were performed.